Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited oversensing on the right ventricular channel. The source of oversensing could not be identified. The right ventricular lead exhibited noise and noise could not be reproduced in clinic. The lead was reprogrammed. It was unknown if reprogramming the lead resolved the issue. The patient would continue to be monitored with normal follow up.